Manufacturer narrative:
Device received with cracked reservoir tube lip noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed displacement test and self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had down arrow was not being responsive at times. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that there was crack near reservoir. The insulin pump will not be returned for analysis.